Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had an infection at the lead site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was prescribed oral antibiotics to treat infection.